Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported: "they were control release needles" please clarify if the quality issue was in fact needle pulled off from suture? How many sutures were pulled off from the needle during this singe procedure? What is the procedure and event date? How was the procedure completed? Please confirm if there were no adverse patient consequences. Device return status/follow up. Events were submitted via 2210968-2020-04632, 2210968-2020-04635, 2210968-2020-04636 and 2210968-2020-04637.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and the suture was used. It was reported that the control release needle was detached from the suture easily during use. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/29/2020. Corrected information: d1, d4. Additional information: d4, g1, g5. Additional information was requested and the following was obtained: how many sutures were pulled off from the needle during this singe procedure? The sales rep reported 4 devices. What is the procedure and event date? No further information is available. How was the procedure completed? No further information is available. Please confirm if there were no adverse patient consequences. There were no adverse consequences to the patient. Device return status/follow up no further information will be provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/31/2020. A manufacturing record evaluation was performed for the finished device pj5824 batch number, and no non-conformances were identified.